Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by an authorized carefusion service center. The oxygen blender was replaced to address the reported issue. The suspect o2 blender was returned but is considered a known issue so no further investigation is required.

Event description:
It was reported by the customer that the unit's oxygen delivery was low. This issue was discovered while in service, therefore there was no patient involvement or harm.